Event description:
It was observed that during the device evaluation that the flex video nozzle had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected field: e1 establishment name ¿ corrected to (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material and we could not conclusively specify the root cause of the foreign material that remained in the device. From the information obtained, it was unclear whether the reprocessing was carried out according to the IFU (instructions for use). We confirmed that there was no deformation in the area where the foreign object remained. The event can be detected/prevented by following the IFU (instructions for use) which state: the detection method is described in chapter 3, preparation and inspection, of the instruction manual for evis lucera gif/cf/pcf type 260 series operation. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.